Manufacturer narrative:
A non-conformance review was conducted for lot 2215100264 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There was no device returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that a nasogastric tube was inserted on september 24th and released for use after confirmation by the physician via x-ray. On a follow-up x-ray on september 26th, the physician visualized the tip of the tube in the esophagus and ordered an endoscopy. Enteral nutrition was discontinued and the patient was awaiting endoscopy. An endoscopy was performed on september 26th, and the radiopaque metal tip was visualized, detached from the enteral tube body, in the patient's stomach. All images are available in the electronic medical record. This event was reported by anvisa. No customer information was provided therefore additional information cannot be requested.